Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery life was less than expected with multiple batteries from different packs. It was reported that moisture was observed behind the display but no damages to the battery compartment and cap were noted. Reportedly, the right battery type was used and it matched the battery setting on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box data was unavailable for review; the alarm history showed multiple replace batter alarms and low battery warnings. During testing, the pump powered on normally. During testing, the pump successfully completed the ez prime steps. The pump¿s current draws were found to be above specifications. The pump failed a leak test due to a display lens leak. The pump cover was removed and moisture corrosion was found inside the pump on the transceiver board and force sensor circuit. The transceiver board was unplugged and the current draws returned to specifications. (B)(4).